Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05440 and 2134265-2017-05441. (B)(6). It was reported that vessel dissection and chest pain occurred. In (B)(6) 2017, clinical status assessment indicated that the patient's qualifying condition as stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion #1 was located in the proximal right coronary artery (rca) with 75% stenosis and was 32 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with pre-dilatation and placement of 4.00 x 38 mm and 3.50 x 38 mm study stents. Following post-dilatation residual stenosis was 0%. Target lesion #2 was located in the mid rca with 60% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x 32 mm study stent. Following post-dilatation residual stenosis was 0%. Post procedure, following treatment of the target lesion, grade d dissection was noted. The dissection was treated with intervention. Cardiac chest pain had also occurred during percutaneous coronary intervention (pci). The following day, the patient was discharged on aspirin and clopidogrel.